Event description:
It was reported that a user experienced initial difficulty pairing a dexcom g7 sensor to the ilet, which subsequently connected, followed by persistent hyperglycemia with blood glucose readings in the 300s and guidance to change the infusion set and supplies if glucose did not decline. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy effectiveness and the need for user-initiated corrective actions. Investigation included customer support troubleshooting and counseling on infusion set replacement. Investigation of this case revealed that the ilet paired successfully after troubleshooting and that hyperglycemia persisted despite successful cgm pairing, suggesting an infusion site or delivery issue. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, with possible contribution from infusion set or site performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.